Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator gave a "xdcr fault" (transducer fault) alarm, but continued to ventilate without any interruptions. The customer checked and calibrated all the transducers, but the ventilator still gave the "xdcr fault" alarm intermittently. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 is failing. This issue will be internally investigated within vyaire.